Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. The original ipg placement was not ideal for the patient. Surgical intervention took place (B)(6) 2020 where the pocket site was moved to resolve the issue.